Event description:
It was reported that the patient was taken to the emergency room by ambulance due to an electrical storm. It was noted that the patient received shocks due to ventricular tachycardia and ventricular fibrillation with 14 failed shocks. It was also reported that the device was deactivated in the ambulance due to inappropriate shocks. It was also noted that there was a lead warning due to noise on the right ventricular lead (rv) lead due to a possible fracture. The patient was intubated upon arrival to the hospital and resuscitation was attempted. It was reported the patient died due to cardiogenic shock.

Manufacturer narrative:
Product event summary # product ID# 6935m62. Analysis was performed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID d364drm implanted: (B)(6) 2014; product ID 5076-52 implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.